Event description:
A 7mm diameter x 18mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a 90% - 95% stenosed left renal artery lesion in 2004. Vessel tortuosity and lesion calcification are unknown. The lesion was reported to have a very inferior take-off. The lesion was not pre-dilated. It was reported that the stent would not cross the lesion and while the physician was attempting to retract the stent into the guide catheter, the stent dislodged from the balloon. A snare was used to remove the stent from the pt. It was reported that the physician then pre-dilated the lesion and another 7mm diameter x 18mm length racer biliary stent system was successfully implanted to treat the lesion. No sequelae were reported and the pt is reported to be fine.